Event description:
It was reported that the patient presented for a follow-up in the clinic with wound dehiscence. It was noted that the pacemaker was visible from the opened incision site of the implanted device pocket. The pacemaker system was explanted and replaced with leadless pacemaker. The patient was in stable condition throughout the procedure.